Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi tse had advised the customer to replace the endoscope; however, the surgeon refused and converted to open surgery. No further issues were noted with endoscope which has reportedly been utilized since the event occurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endoscope image on the right eye was foggy. The surgeon explained that there was a foggy image on the right bottom quarter of the right eye. The surgeon stated that they were able to resolve the issue temporarily by cleaning the endoscope, but the issue would come back. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and they were clear. The tse asked the customer if they had tried to replace the endoscope; however, the doctor had decided to convert to the case to open surgery to finish the procedure. The tse informed the customer that the issue was most likely endoscope-related. Intuitive surgical (is) contacted a nurse from the site and obtained the following additional information regarding this event: the nurse stated there was not actually a problem with this endoscope at all; it was a user error. The surgeon in question was relatively new to robotic procedures and was working with a junior assistant. He was pressing a lot of buttons to change eyes/moving the endoscope in and out of the ports. The surgeon did not wish to try a second scope as time was pressing. The endoscope itself was sent to be cleaned and re-sterilized and has been used since with no issue at all. Port incisions were not increased and there were no additional ports placed. The system was inspected prior to use as standard and there were no issues noted during the set-up of the system as far as the nurse was aware. When the issue occurred, the procedure had been ongoing for a good 2-3 hours. The patient ended up with an open thoracotomy which was not unheard of for this particular surgeon anyway.